Manufacturer narrative:
(B)(4). The reported event was confirmed based on review of products implanted in the patient. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. It was determined that the reported implants are not compatible. Package insert suggests that the operating surgeon should study recommendations, warnings and instructions, as well as the available product-specific information. Therefore, the root cause of the reported issue is attributed to user error (off-label use). No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen flex femoral, cat#: 00596801552, lot#: 63687058. All polyethylene patella, cat#: 00597206532, lot#: 63497930. Stemmed tibial component, cat#: 00598003701, lot#: 63656308. Report source: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was implanted with incompatible products. No patient consequences were reported.